Event description:
It was reported that the small battery drive device was not working properly and had very little power even after exchanging full charged batteries. It was not reported that the malfunction occurred during surgery or that there was patient or user injury. It was unknown to the reporter if there were any delays in a surgical procedure, or if a spare device was available. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device failed rotations per minute (rpm) specifications. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be internal motor or electronic control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.